Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the patient experienced stroke-like symptoms and subsequently expired. The surgeon stated that the procedure was completed without issue and the patient was transferred to recovery in stable condition, where their only complaint was pain, which was addressed. The patient¿s post-operative blood pressure was 178/117mmhg but decreased to 152/72 after treatment. No more than 20 minutes later, the patient reportedly was talking to the bedside nurse, and while in mid-sentence, stopped talking and was only able to blink. The surgeon was paged back to recovery and a stroke alert was initiated. All providers were at the bedside with the patient, including anesthesia. At this time 1200ml of bloody drainage was observed in the chest tube pleur-evac system. The patient's blood pressure dropped to 48/21mmhg, heart rate was 77bpm and oxygen saturation was 98%. Anesthesia administered unspecified blood pressure support medications; however, the blood pressure remained low and CPR was started. The surgeon performed a bedside chest ultrasound, a pericardial effusion was noted, and an additional 500ml of blood was suctioned from the chest tube. Resuscitation efforts were not successful and the patient expired. At the time of death there was approximately 1900ml of blood from the chest tube drainage. Additional information provided by the surgeon stated that during the procedure, it was observed that the left apical artery branch was large and wide, but the dissection was successfully completed. The surgeon stated that an endowrist 30 curved tip stapler with a white reload had been used on that artery; it was the last staple line fire of the procedure, and it was completed without issues. The surgeon stated that a vessel sealer extend or a vessel loop to assist with the dissection would normally have been used; however, that was not required in this case and the white reload was successful in the clamping and dissection of the left apical branch. There were no error messages during clamping , no issues with the stapler, and prior staple lines were also successful. The tissue was carefully inspected after the staple fire, and it was noted that the area seemed "very dry" with no evidence of bleeding, and the staple line was intact. After that last staple fire the procedure was complete and a chest tube was placed intra-operatively. The patient's vital signs were stable and anesthesia cleared the patient for extubation and awakening. The surgeon also stated that the autopsy results were reported to be consistent with the patient receiving CPR. The medical examiner reportedly found that ¿the left apical branch artery did not have a staple line on it, allowing the vessel to bleed, and it was also noted that there were free staples within the chest cavity.¿ the surgeon reiterated that there were no issues intra-operatively, and specifically with the curved-tip stapler instrument and the white reload used on the left apical branch. It was also stated that the bronchial staple line was intact and that no issues were noted during surgery. The surgeon believes that consistent with the timing of the stroke-like symptoms, the patient may have had a hematoma at the left apical staple line, that "blew" and the patient subsequently bled out post-operatively.

Manufacturer narrative:
A review of the system logs found that there were no errors that would have contributed to the reported event. Additionally, review of the 4 procedures performed subsequent to the reported event also found there were no errors captured during use. Review of the sureform 45 stapler instrument logs show it was first used in the procedure for 2 installs, was then removed, and was later reinstalled for the last stapler firing of the procedure (a total of 3 installs and 3 firings of 2 blue followed by 1 green reload). On the first install, the surgeon manually selected the blue reload, the first clamp was successful, and firing was completed with no pauses for compression. On installs 2 and 3, the first clamps were also successful and firing was completed with no pauses for compression. There were no stapler related errors in the logs. The endowrist 30 curved-tip stapler instrument logs show that it was installed on the system 4 times and fired 4 white reloads. All firings were completed successfully. There were no errors for this stapler in the logs. Once this stapler was removed, the first stapler used was re-installed for the last fire of the procedure (install 3 of the sureform 45 stapler). The instruments noted below were used during the reported procedure. Review of the instrument logs found that the following multiple use instruments were used in subsequent procedures after the event date with no reported complaints and have remaining lives: endoscope plus 30 degree camera, fenestrated bipolar forceps, tip-up fenestrated grasper, 2 long bipolar graspers and an endowrist stapler 30 curved-tip. The sureform 45 stapler is a single use instrument and therefore was not used in subsequent procedures. Device history record (DHR) review for the devices involved with the reported event found there were no non-conformances identified to be related to this complaint. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that the patient in this report underwent a pulmonary lobectomy and a stapler white reload was used for the apical artery. In recovery, the patient became unresponsive and a large volume of blood was noted in the chest tube at the same time. The patient did not survive resuscitative efforts. An autopsy revealed an open apical branch with no evidence of staples suggesting a failure of the staple line. Based on the information provided in the summary of events, the sequence of events and autopsy report suggest the white reload staple line failure contributed to the death of this patient.